Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, g7, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 9610773-2020-00209. The device was returned to the service center (olympus brazil), however, observations of the device were performed and found a defective plate. The service was completed without repair as the customer was sent new equipment. Additionally, the intended transurethral resection of the prostate procedure was not completed. There was no delay in the procedure. There was not patient injury or harm. The device was inspected and no abnormalities were observed. Additionally, at the time of the event, the generator was set for its saline function. The generator had an e006 alarm. The connection between the cord and equipment was found to be secured. The connection block was inspected to ensure it was connected securely. There was cable damage (damage not specified). The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oms) was informed that during preparation for use, an error code (e433) appeared on the high frequency generator. No patient injury was reported.